Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose was 600 mg/dl. The customer was treated with insulin pump. Customer reported that the loss of communication between pump and transmitter. The customer will continue the use of device.